Manufacturer narrative:
MFR ref no (B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of turned off without user input during infusion through the history log, but could not reproduce it during eval. A battery life test was performed with failing results. Eval determined the cause to be a failed rear case. The failed rear case was replaced.

Event description:
It was reported that a spectrum pump turned off without user input during therapy in the intensive care unit. It was also reported that there was no pt injury.